Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the flexible ureteroscopic lithotripsy procedure, the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the percuflex plus ureteral stent was returned for analysis. The reported event of stent shaft break will be confirmed. During the media, visual, and magnification inspection, the stent was found with the shaft detached. Additionally, the suture and positioner did not return, indicating that the device was used. It is possible to conclude that this issue could be caused by operational factors. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the task analysis of the product, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the flexible ureteroscopic lithotripsy procedure, the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.